Event description:
Event description boston scientific crm received information that during a device replacement procedure, this atrial lead was surgically abandoned due to lead fracture and impedances greater than 2500 ohms. No adverse patient effects were reported.